Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint "this clip applier failed to close on the clip and secure it each time it was used". Failure analysis found the large hem-o-lok clip applier passed the recognition and engagement tests, but failed the clip test. There were also additional findings not reported by the customer. The instrument was also found to have loose grip cables, likely causing the insufficient grip. Root cause is attributed to a component failure. Additionally, the instrument was found to have hairline cracks on the grip input disks and one or more of the housing snaps were broken. Root cause is typically attributed to mishandling/misuse. A review of the instrument log for the product associated with this event shows that the large hem-o-lok clip applier was last used on (B)(6) 2021 on system sk1347. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The alleged event occurred with 26 uses remaining on the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable with no evidence of user mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large large hem-o-lok clip applier failed to close on the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. A response was received, but additional information was unavailable to be provided. No further details have been obtained as of the date of this report.